Event description:
The unit allegedly buckled under the consumer. The plastic mold on the bottom of the chair is allegedly cracked. No injury is alleged.

Manufacturer narrative:
The consumer alleges the unit buckled under them and alleged the device malfunctioned. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Invacare is attempting to obtain the product for inspection. Malfunction is not confirmed.